Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: the second firing of the device was completed successfully. The device was released from the tissue. The doctor then observed that the knife blade would not return to the proximal end of the reload and the jaws were unable to be closed completely. The jaws remained to be opened in a half way and also its articulations could not be returned back to the neutral positions. It could not be moved at all. Another idrive was used to complete the case without further incident. The patient is currently in good status. Operating time was not extended beyond 30 minutes. There was no tissue damage or tissue resection. There was no bleeding. Nothing fell into the patient cavity.